Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was not detected on the bus. A field service engineer (fse) logged into hardware test application (hta), opened drawer 5.2, removed the inside side rowboard panel, released the cubie pockets to access the rowboard cable and unseated it from each cubie tray. After closing the drawer and shutting down the station, the fse unseated all back panel cable connections to drawer 5.2, reseated everything, rebooted the station, returned to hta to open the drawer again, reseated the rowboard cables to the cubie trays and cubie pockets. The fse went back to the carefusion admin application to the station application, logged in, and confirmed that the missing cubie pockets were showing up. The fse tested opening and closing the cubie pockets while in hta, and no further issues were noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers had connectivity issue and device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.